Event description:
The patient reported that when attempting to un-lock the pump it was unable to be unlocked. After repeated attempts the pump was able to be unlocked. The patient noticed that the "up and down" arrows are not responding appropriately. The symbols were missing from the keypad rubber.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact but the keypad symbols were worn off; no peeling or lifting was observed. Investigation revealed that the up arrow and down arrow buttons were intermittently responsive to presses on the keypad. There was evidence of keypad contamination found under all key contacts.